Event description:
It was reported that a user experienced intermittent bluetooth communication failure between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with signal loss occurring on the ilet only; troubleshooting and education were completed, including toggling the sensor settings and restarting the ilet, and the user was advised to allow time for the sensor to pair. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with the electrical and magnetic communication pathway, specifically involving the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient bluetooth interruption resolved with standard troubleshooting.